Manufacturer narrative:
(B)(4).

Event description:
It was reported "touchscreen will not respond, and the hard keys will not respond". Additional informations states that the iab pump console was swapped out to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".